Event description:
It was reported that the insulin pump alarmed motor error. The customer's father stated that he has two daughters on medtronic insulin pump and did not know which one was broke. The insulin pump was not alarming at the time of the call. The customer's blood glucose reading was 350 mg/dl. The caller stated that the insulin pump had neither been dropped nor bumped nor exposed to a strong magnetic field.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.